Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagectomy. According to the reporter: the surgeon experienced difficulty connecting the anvil to the device, laparoscopically. Once attached, the device was fired but staples did not deploy. A small thoracotomy was required to sew another anastomosis. There was unanticipated tissue loss to prep for a second firing of a circular stapler. The incision was extended by 3-4 inches. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes but no adverse event resulted in the delay. There was no reinforcement material used with this device.

Manufacturer narrative:
(B)(4).